Manufacturer narrative:
Updated section h6 (component code), h6 (investigation findings) and h6 (investigations conclusion) added information to section h6 (type of investigation) the manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Potential root cause could not be identified. There are stablished process controls to prevent the occurrence of the reported malfunction such as balloon inspection and balloon inflation and deflation test. Nevertheless, a personnel acknowledgment related to the complaint was provided to the manufacturing personnel.

Manufacturer narrative:
The swan-ganz catheter was received by the product evaluation laboratory for a full examination. Customer report of balloon was damaged was confirmed. As received, balloon was found to be ruptured at central area and distal ruptured edge was inverted to distal side. After distal ruptured edge was returned to original position, the ruptured edges did not appear to match up. All through lumens were patent without any leakage or occlusion. No other visible damage was observed from the catheter body. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during preparation of this swan ganz catheter, the balloon was damaged. There was no allegation of patient injury. Patient demographic information unable to be obtained. The swan-ganz catheter was received by the product evaluation laboratory for a full examination. The balloon was found to be ruptured at central area and distal ruptured edge was inverted to distal side. The balloon ruptured edges did not appear to match up.